Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that cavitron jet plus package-2015 is alleged that overheated and the tip gets hot. No injury occurred.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. Complaint will be reopened if suspect product or investigation result arrives per 8000-sop-038.